Manufacturer narrative:
Sections a through f completed by manufacturer's reporting site. Evaluation summary report: thirteen (13) customer samples from lot #8b866 were draw tested for stopper creep-out. All thirteen tubes were within product specifications, with no stopper creep-out issues found. Device history records were reviewed and no issues were detected.

Event description:
After blood was collected in tube, while labeling tube, the stopper popped off and blood splattered into the eyes of technician.